Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. No DHR review can be carried out as lot number is unknown. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd q-syte¿ extension set micro bore there was an issue of leakage. The following information was provided by the initial reporter, translated from chinese to english: infusion connector was leaking.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd q-syte¿ extension set micro bore there was an issue of leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: infusion connector was leaking.